Event description:
Patient required nasogastric (ng) tube placement for treatment. A 5f amreitus ng feeding tube( lot #ks1608011) placed. Xray ordered and done for placement. Unable to visualize tube on xray, so larger 8f ameritus enfit compatible ng placed (lot # ks1606035) and again not able to visualize on x-ray. Tube was x-rayed by itself to confirm radiopaque. You are able to lightly see the tube when it was x-rayed by itself. Per md tube was removed since x-ray confirmation was not able to be confirmed. Will attempt to place new ng with nicu footprint ng style. Manufacturer response for feeding tube - enfit, ameritus (per site reporter). Issued a nationwide recall..